Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized for observations of high blood glucose. The blood glucose of the customer at the time of the hospitalization was above 300 mg/dl. No further information was provided.